Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the package is discovered to be torn, thus affecting sterility with a 5 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: tore sachet.

Manufacturer narrative:
Investigation summary a device history record review was performed for provided lot number 9213637 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the flow wrap packaging was observed insufficiently sealed and torn. To further evaluate this defect, sixty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were visually inspected and no packaging defects were observed. It is possible that this incident resulted from a misalignment in the package sealing process. Please note that the flow wrap packaging is not a sterile barrier and there are no adverse health consequences due to the open packages. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that prior to use the package is discovered to be torn, thus affecting sterility with a 5 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: tore sachet.